Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), hypersensitivity ("allergic type reactions") and urinary tract disorder ("urinary issues"). The patient was treated with surgery ((B)(6) 2014, underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity and urinary tract disorder outcome was unknown. The reporter considered hypersensitivity, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results: on (B)(6) 2012, hysterosalpingogram (hsg) test showed satisfactory placement of both essure coils and full occlusion of both tubes incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 33-year-old female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In february 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In may 2012, the patient experienced fatigue ("fatigue"). In june 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), hypersensitivity ("allergic type reactions") and urinary tract disorder ("urinary issues"). The patient was treated with surgery ((B)(6) 2014, underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue and alopecia had resolved and the menorrhagia, hypersensitivity and urinary tract disorder outcome was unknown. The reporter considered alopecia, fatigue, hypersensitivity, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results: on (B)(6) 2012, hysterosalpingogram (hsg) test showed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (batch no. 880428) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In m(B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), hypersensitivity ("allergic type reactions") and urinary tract disorder ("urinary issues"). The patient was treated with surgery (B)(6) 2014, underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue and alopecia had resolved and the menorrhagia, hypersensitivity and urinary tract disorder outcome was unknown. The reporter considered alopecia, fatigue, hypersensitivity, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results: on (B)(6) 2012, hysterosalpingogram (hsg) test showed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received. Following events were added: fatigue and hair loss. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.